Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing on the ventricular channel. Boston scientific technical services (ts) was consulted and further in person evaluation was recommended to determine if noise can be recreated. No adverse patient effects were reported. At this time, this device system remains in service.